Event description:
Boston scientific received information that this right ventricular (rv) lead was shown as fractured on fluoro. The lead was explanted and replaced successfully with a non-boston scientific lead. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.